Event description:
It was reported that pump experienced malfunction with malf 1 message with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was advised that replacement pump would include updated software.